Event description:
It was reported on allegiance product quality report that when the device was used during an unknown procedure, it locked out. It is unknown how the case was completed. There was no consequence to the patient.